Manufacturer narrative:
The device was not returned. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during manufacturing. The device met specifications upon release. The root cause could not be established. A possible cause is a misconnection of the device connector. The IFU contains the following statements regarding handling of the device connector: "do not attach the video connector with the power switch of the camera control unit. Electrical circuits inside the camera head may be destroyed." "Do not bend by hitting the video connector's electrical contacts and optical connections. It may not be possible to connect to the camera control unit or cause connection failure." Olympus will continue to monitor for similar complaints.

Event description:
It was reported the 4k camera head experienced autofocus failure during tests in the service center. Sudden loss of of image was also detected due to a false contact in the connector. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
The legal manufacturer investigation has been completed. The results of the investigation remain unchanged from the initial report. Olympus will continue to monitor the field performance of this device.